Event description:
It was reported the flushing pump had a defective foot switch; water flowed continuously without having to depress the activation pedal. The reported malfunction occurred during an unspecified procedure. The unit was swapped and issue was resolved. The manual stated there was internal fault. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The unit was tested and passed all functional and leakage tests. The unit was power cycled on/off at 20 second-intervals and there was no issue with water flow. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.